Manufacturer narrative:
Initial analysis: acist's initial analysis indicated that under high-pressure use of the acist system, the contrast port of the syringe may fracture during the injection. Further info was obtained from the field. It was determined that the majority of reported fractures occurred, while using a high-flow rate and small catheters. Root cause: using the analysis of the failed a2000 syringes, as well as post market info, and fundamental engineering insights, the root cause of the failure was determined to be inadequate molding process. Process settings, in particular the injection pressure, post injection pressure, and post injection time was creating mold fill and cooling rate variation that resulted in meld lines and weaker material structure. While there was some supporting evidence that resin moisture content was outside of the MFR's recommendation no conclusive evidence indicates the material in these lots had unacceptable moisture content, or that it was sufficient to impact material strength. And the testing associated the process changes to post injection pressure and time provides conclusive evidence to support the molding factors being the root cause. Corrective action: as an additional part of product release, acist has implemented burst testing of a sample from each mfg lot produced. Lots are not released for distribution if samples fracture in the contrast port below 1700 psi. (See scanned pages).